Event description:
It was reported that motor error event occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed cracked battery door. Motor rate error was found during occlusion test. The root cause of the reported issue was found to be normal wear; device was over nine years old. Combination of the old-style motor bracket and leads crew are worn out from normal use. Actions taken to mitigate the reported issue: replaced motor bracket and leadscrew also replaced clutch halves, cleaned and greased the whole motor assembly. Performed occlusion test which passed.